Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 15-oct-2021, UDI#: (B)(4). Product analysis: both valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a patient with a type 1 bicuspid native aortic valve and significantly calcified raphe, pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. At 80% deployment, the valve appeared to be stable, and was subsequently fully released. Following deployment, angiography revealed insufficiency caused by a leak under the non-coronary cusp (ncc). A decision was made to implant a second valve. At 80% deployment, no leak was observed, and a decision was made to release the valve. Approximately thirty seconds after the valve was released, both valves dislodged. Both valves were snared into the aortic arch, and a third valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which clarified that valve ((B)(6)) was the first 29 millimeter (mm) valve implanted associated with severe paravalvular leak (pvl). As a result, the second 29 mm valve ((B)(6)) was implanted. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a post-implant balloon aortic valvuloplasty (bav) was not performed following implant of the first valve because at the time of release, a shift of the lower cells of the inflow crown upwards was seen. It was decided to then implant a second valve. A post-implant bav was not performed following implant of the second valve as the valves dislodged seconds after release of the second valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.